Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient stated she had to go to the hospital because her blood glucose (bg) levels were "out of wack." Patient did not provide an exact diagnosis. Patient was wearing the pod for 36 to 48 hours on the leg. Patient stated that her bg levels were in the 500's mg/dl range. They regulated her insulin at the ER. Patient said that she was on a lot of medication there but does not remember what it was and she did not get sent home with any medication. Patient stated she was put on intravenous therapy, but did not state what was in the IV. She stated that she was in the hospital for 4 days in (B)(6) 2019, but does not remember the exact date.